Manufacturer narrative:
The product was not returned for evaluation and the lot number was not reported. Doctor¿s information was not provided. An assessment of the event was completed by bausch + lomb medical affairs personnel. The allergic conjunctivitis, blepharitis and dermatitis of eyelid and accompanying treatment are not caused by the contact lens. They appear to be pre-existing conditions that required medical treatment. Based on available information, no causal factors can be determined and no conclusion can be drawn. This report is for the -5.50 power.

Event description:
Consumer reported upon initial use of the product, there was no discomfort. Later in the afternoon, consumer experienced eye discomfort, scratchy feeling and stinging. After removing the contact lenses, the consumer experienced eye redness, swelling, and itching of eyelid for both eyes. The next day, the consumer visited a local hospital for examination. Consumer reported she was diagnosed with allergic conjunctivitis, blepharitis, and dermatitis of eyelid. The doctor prescribed diclofenac sodium and tobramycin dexamethasone eye ointment for the allergic conjunctivitis and blepharitis. Doctor also prescribed hydrocortisone butyrate and loratadine for the dermatitis. At follow-up, consumer reported having no discomfort. Doctor¿s contact information was not provided.